Event description:
A 6f angio-seal evolution was used for a procedure. The patient had a post-hemostasis bleed and later expired due to a hemorrhage.

Manufacturer narrative:
As the product was not returned and the lot number was not available, our investigation was limited. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device information for use (IFU) states that bleeding or a hematoma and the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.